Manufacturer narrative:
The reported field event of no pacing output was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Event description:
It was reported that during implant procedure, output anomaly was observed on the pulse generator. The device was not implanted; another device was implanted. No further information was reported.